Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high a1c (10). The contact thought that the high a1c was due to the customer forgetting to deliver a bolus and not a pump issue.